Manufacturer narrative:
A manufacturer field service technician was dispatched to the user facility to evaluate the device. The technician confirmed the reported issue and discovered that the pneumatic panel assembly was causing the functionality issues. It was also reported by the user facility that water may have been spilled on the docker, which may have contributed to the device malfunction. The panel assembly was replaced and the docker was returned to use.

Event description:
It was reported that the docker would not function. As a result, a surgical procedure was rescheduled to another day. No pt or user injury was reported, and no other adverse consequences were alleged with this event.